Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture and high thresholds. There were low r waves. Also, intermittent undersensing was noted on the right atrial (ra) lead. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.